Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the lead was explanted due to a fracture. There was no reported of exposed cables. The lead was replaced with a competitor¿s lead. The explanted lead was discarded by the facility.